Event description:
Per the clinic, the device was explanted on (B)(6) 2018, due to the patient experiencing facial nerve stimulation that could not be resolved. It is unknown whether the patient was reimplanted, as of the date of this report.